Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it showed that the allegation of noise on the device was not confirmed. Moreover, there was no noise noted on the live electrogram (egm) while programming the device for electrical testing. Further, the device had passed the gauge pin and automated electrical testing. The device was operating normally.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise. Attempt to obtain additional pertinent information was unsuccessful. This ICD was explanted. No additional adverse patient effects were reported.